Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump malfunctions and alarms "cassette not attached properly." There was no patient involvement.

Manufacturer narrative:
D9: device was received on 9/11/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was confirmed. The cause of the issue was found to be a defective latch lock sensor due to contamination. The latch lock sensor was replaced in order to fix the issue.